Event description:
It was observed during the device inspection, that the electrosurgical system generator exhibited an error code and new phenomenon. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that an error found during evaluation; however; it was confirmed that there was no error found during evaluation. The subject device was returned, and no reportable malfunctions were found.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 9/9/2024.